Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. H6: investigation summary bd received fifty four 20 gauge insyte autoguard blood control pro units from lot 2255206 for evaluation. Three units were received used and retracted already while fifty one units were received in sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no damage or defects to the units. Next, the three used units were reset to their original position and each unit was tested for functional retraction. Five units failed to retract successfully. Next, the five units that failed retraction were inspected under a microscope and the engineer identified pieces of adhesive present between the button and the needle hub. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the adhesive found between the activation button and the needle hub prevented the activation button from being depressed completely and caused the observed defect. This was determined to be a manufacturing defect that occurred during the assembly process.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure of iagbc. According to the customer's report, during use, there were several needles that were not retracted when the hcp pressed the botton.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure of iagbc. According to the customer's report, during use, there were several needles that were not retracted when the hcp pressed the botton.